Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during ins replacement there were high impedance on #4 electrode. When tested on old ins there weren't any impedance out of range. After connecting to new ins there was a high impedance on #4 electrode. Tested multiple times. Tested in both ports. Lead cleaned and dried multiple times. Unable to get lead to test without high impedance. Surgeon decided to connect and implant new ins with the high impedance on #4 electrode. The issue was not resolved. Programming is covering all areas of pain and not using that electrode. Unable to determine contributing factors. No symptoms were reported.